Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was in the range of 500 mg/dl to 600 mg/dl. The customer also reported other blood glucose values such as 380 mg/dl. The customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.